Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during a retrograde intrarenal surgery procedure a tria ureteral stent was intended to be used; however, it was found that the stent was broken. The procedure was completed with another of the same device. No patient complications were noted.